Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The distributor reported on behalf of the customer that the device, l3000, lithium battery charger, was being used on (B)(6)2024 and ¿when one lithium battery was connected to a lithium charger and charged, at that moment, there was a click. And the lithium battery smelled bad, and battery charger caught fire.¿. There was no impact or injury for the user. Per further assessment it was found that "the fire started near the battery connection part of the charger, so I believe flames have been confirmed". The l3000lg, hall large lithium battery will be listed as a concomitant device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The returned used device, item l3000, was investigated by r&d team and found battery charger damaged by flame. This device was manufactured by conmed in april 2014 and had no previous service history. Due to missed routine maintenance every 36 months and over 10 years of use by the customer; software updates were not performed, and the four port contact blocks base material with a higher flame-retardant rating was not applied to the charger, due to missed routine maintenance. Root cause cannot be determined, however, based upon evaluation of the device, engineering input, and IFU; a possible cause of this event could be a lack of preventative maintenance. A mechanical breakdown in the contact block from wear and tear that shorted the battery and created the excessive heat buildup into a flame event. The contact blocks are inspected and serviced during the routine maintenance of the l3000. The service history was reviewed, and no data was found; based on the date of manufacture, the preventative maintenance for this device is overdue. A device history record (DHR) review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of 1 report, regarding (B)(4) device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: conmed recommends the hall lithium battery charger (l3000) be returned to the factory for routine maintenance every 36 months. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, l3000, lithium battery charger, was being used on (B)(6) 2024 and ¿when one lithium battery was connected to a lithium charger and charged, at that moment, there was a click. And the lithium battery smelled bad, and battery charger caught fire.¿. There was no impact or injury for the user. Per further assessment it was found that "the fire started near the battery connection part of the charger, so I believe flames have been confirmed". The l3000lg, hall large lithium battery will be listed as a concomitant device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.